Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation . However, the device failed test steps related to (pressure sensors calibration, negative flow calibration and sensor board table active). The sound abatement foam was replaced preventatively. Additionally, during the evaluation error codes in relation to (check circuit and internal battery was depleted) were recorded in the device event log unrelated to the reported malfunction. The tubing was reconnected, and the internal battery was charged to resolve the issue. Dust was observed on the blower box. The rubber feet was missing, and handle o rings were damaged and needed to be replaced. A preventative maintenance test was performed. The device came only for remediation and will be returned to the customer unrepaired.